Manufacturer narrative:
After further investigation, it was identified that the there was no issue with cs300. The end user reported that ibp cable was missing, this was called in error. No other malfunction identified. Hence the complaint is invalid and no follow up report is necessary.

Event description:
N/a.

Event description:
It was reported that during routine check, that cs300 intra-aortic balloon pump (iabp) had a missing cord. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: a supplemental report will be submitted upon completion of our investigation.